Event description:
It was reported that multiple times during refills there were volume discrepancies between what the programmer read and what was aspirated from the reservoir. The details were unknown. The patient status was alive-no injury/no adverse event. A pump replacement was scheduled for (B)(6) 2013 due to elective replacement indicator. The pump was delivering lioresal. It was later reported the battery was depleted. The pump was replaced. The patient recovered without sequela. It was later reported the pump was alarming due to end of service. The hcp believed there was something "wrong" with the pump.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10955r37, implanted: (B)(6) 2002. Product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. No anomalies were found in the pump logs; no eri (elective replacement indicator) or eos (end of service) occurred. The pump passed dispense accuracy testing and a 39 day volume infusion test. There were no motor stall or motor stall recoveries noted.